Event description:
Filiform broke off during dilation procedure, resulting in all but 2 cm of the filiform being left behind in the bladder. Pt had to go to or under anesthesia to have filiform removed. Hosp found one add'l unit of this lot. A technician carefully bent the filiform at about the same spot where the first one broke. This second unit broke also. Then the same procedure was tried on one of a different lot. That one did not break. The break occurred at the end of the filiform where a screw attachment is embedded and which accomodates a catheter to provide extra strength (can screw attachment and to a cath). The broken unit (suspect unit and one tested by the hosp tech) will be sent to co for further examination.